Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. Adjustments were made which resolved the stimulation. The lead is still in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk ICD, implanted: (B)(6) 2011; a 6947-65 lead, implanted: (B)(6) 2011. (B)(4).